Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no additional information has been provided. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have a camera instrument adapter defect. Failure analysis placed the endoscope through a friction test using a screening aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting inverted endoscope image display, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the endoscope image reversed left and right. It was also noted that the endoscope was unable to be switched up or down. The customer received phone assistance from the technical service engineer (tse). Prior to the call, troubleshooting was already performed by replacing the endoscope to the backup and this resolved the issue. It was explained to the customer that the reported event could have occurred due to the guided tool change or an endoscope issue. The customer was advised to recheck the endoscope when clinically possible. The procedure was continued with no reported injury.